Event description:
Additional information was received from the company representative who reported that the results of the catheter dye study showed the catheter tip appeared intrathecal, but the rep could not define further than that. The CT also showed the catheter tip to be intrathecal. There was no cause determined for the patient's lack of therapy. The patient was referred back to their hcp to consider change of medication or dosing change. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and patient via a manufacturer representative (rep) regarding an implanted pump system for non-malignant pain. The pump was used to deliver unknown morphine at 10mg/ml at 2.114mg/day. It was reported that the patient had a new pump and catheter implanted in (B)(6) 2022 and, a week or so later, the patient had their first drug refill. Since that time, the patient had not been getting any therapy relief despite multiple dose increase and boluses. On (B)(6) 2023, the patient had a catheter access port (cap) dye study done and results were "mixed". The patient then saw their implant surgeon and was told that they could have the system explanted if they wanted. The patient also had a computed tomography (CT) scan done, but the reporter was unsure of the results. The reporter was unsure if any volume discrepancies had occurred. The patient was referred to a neurosurgeon, who stated that no surgical intervention was required and referred the patient back to their managing physician for drug and dosing assessment and medical management. No surgical intervention occurred or was planned. There were no environmental, external, or patient factors that may have led or contributed to the issue. As of (B)(6) 2023, the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.